Event description:
Patient was scheduled for an ICD upgrade, but during change out, device reportedly stopped pacing for 2 seconds when it was removed from the pocket. Lead check was disabled and device programmed asynchronous. Pacing resumed after 2 seconds and lead values were in range. Upgrade was canceled due to stenosis. Device remains implanted.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. The battery status was found to be larger than 75 percent which is expected after an implantation duration of 39 months. The header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.